Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to the initial d4 lot number. The actual lot of the product is unknown, but since the product before the design change has been recalled since may 2023, it is thought that there is a high possibility that the design changed product is being used. Therefore, it was judged to be a complaint due to a design changed product and an investigation was conducted. Reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). Type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since it has been confirmed that the distal cover does not come off from the tip of the endoscope if it can be attached correctly according to the procedure in the instruction manual, it is likely that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user. The attachment to the scope was insufficient. However, the subject device was not returned and the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide an update to field h9.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 2 incidents occurred with distal caps falling inside patients and were lost during 2 different unknown procedures. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report. Though 2 occurrences are reported by the customer with the distal caps falling inside patients, these events require 4 reports due to the associated scopes to report the distal covers. Below are the patient identifiers for the endoscopes and the distal covers: 1) patient identifier (B)(6), single use distal cover, model- maj-2315, sn-unk. 2) patient identifier (B)(6), evis exera iii duodenovideoscope, model- tjf-q190v, sn- unk. 3) patient identifier (B)(6), single use distal cover, model -maj-2315, sn-unk (this report). 4) patient identifier (B)(6), evis exera iii duodenovideoscope, model- tjf-q190v, sn- unk.